Event description:
It was reported that the customer was unable to upload info from the guardian monitor to carelink. The insulin pump alarm info was reviewed and the alarm history showed several error alarms, including a button error alarm. The customer's blood glucose was unk. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.